Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed continuity resistance test and sensor failed specifications. Found cannula bent and was unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensors.

Event description:
The customer just replaced his sensor today and around 4, it was reading low even though his blood glucose level was 180 mg/dl. Customer calibrated but 5 minutes later, it started to alarm threshold suspend. Customer tried to calibrate again but the alarm kept occurring. Customer turned the sensor off and waited 2 hours before turning it back on. Customer recalibrated and stated that the sensor was reading low again. Customer's current sensor glucose value is 60. Customer's current blood glucose level is 180 mg/dl. The difference between readings is not within an acceptable range. Customer noticed blood under the clear plastic piece of the sensor and has had some bent cannulas in the past. Customer's blood glucose was 112 mg/dl at the time of the incident. Customer stated that the site is not actively bleeding but the site started to bleed after the sensor was removed. Customer's insertion was good and customer was advised to remove the sensor. Customer stated that the sensor was bent.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed continuity resistance test and sensor failed specifications. Found cannula bent and was unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensors.